Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient hemorrhage and thrombosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post market surveillance report that when angioplasty was performed with the subject device for a left m1 occlusion, a left m2 occlusion occurred. Thrombectomy was performed for the left m2 occlusion and a tici score of 2a was achieved. Angioplasty was performed again with the subject device but the tici score did not change. After the procedure, a left putamen hemorrhage was noticed and hematoma evacuation was performed. The patient passed away due to pneumonia a month after the procedure.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that when angioplasty was performed with the subject device for a left m1 occlusion, a left m2 occlusion occurred. Thrombectomy was performed for the left m2 occlusion and a tici score of 2a was achieved. Angioplasty was performed again with the subject device but the tici score did not change. After the procedure, a left putamen hemorrhage was noticed and hematoma evacuation was performed. The patient passed away due to pneumonia a month after the procedure.